Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that after approximately 2 months of the implantation this rv lead dislodged. This was caused by a previous lv (sentus) lead dislodgement and reposition. The patient was hospitalized. A new rv lead was implanted.